Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported to the sales representative that during a laparoscopic myomectomy procedure, the physician stated that the suture strand split in half during use. No patient consequences were reported. Device returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the lot number 10cb62 is associated with product code w9219t- pdsii vio 27in usp2-0. Please confirm the product code and lot number involved for this event. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). 10cd62 is the lot.